Event description:
Caller alleged imprecision with inratio2 meter. Nurse reported a discrepancy on behalf of the pt. Results as follows: date: (B)(6) 2012, initial inratio: 1.7, repeat inratio: 4.1, nurse's meter: 3.6 (not an inratio meter). Time between testing was five minutes. Pt's therapeutic range is 2.5 - 3.5. Last dose of coumadin was on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.